Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿power will automatically turn off¿ was reproduced. It was confirmed that the cr board has a power supply circuit, and mainly has a pneumoperitoneum control function, a user I/f control function, and a peripheral device communication function.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device shut down automatically with alarm due to circuit board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty board caused the issue, however, it is unknown what caused the board failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high flow insufflation unit shuts down automatically during reprocessing, before use. The procedure was completed with a similar device. There were no reports of patient harm.